Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0611m, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va05gwe, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient may need a revision due to the placement of the leads. The patient had an MRI on (B)(6) 2015 and her leads were way out of bounds. The patient was going to go see her healthcare professional. The patient was not receiving effective therapy, less than 50% symptom reduction, due to the location of the leads. The manufacturer representative (rep) later reported that a revision was scheduled for (B)(6) 2015. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Analysis of the lead (lot #va0611m) found the body of the lead was cut through and the product was segmented. Analysis of the lead (lot #va05gwe) found the body of the lead was cut through and the product was segmented.

Event description:
Additional information received reported that the explant occurred and the product was being returned.